Manufacturer narrative:
Heartflow has notified the customer of the investigation results. No consequences or impact to the patient was reported.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential computed tomography (CT) dataset was incorrectly accepted for processing the heartflow analysis. Hfid# hch-23qbxx-xnmc: the investigation identified that the available CT dataset did not meet heartflow's image quality requirements. The same dataset was submitted by a customer three times. Heartflow incorrectly assessed image quality during the first submission of the case due to an analyst error and provided a left system analysis. The customer did not accept the first analysis. When the same dataset was submitted a second time, heartflow did not accept the CT dataset for processing and identified a potential image quality error. The customer submitted the dataset a third time and heartflow incorrectly assessed image quality and provided a left system analysis which was accepted by the customer. Therefore the validity of the heartflow analysis (negative results) provided to the customer cannot be confirmed. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. The customer will be notified of the investigation results. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified a potential computed tomography dataset was incorrectly accepted for processing an analysis.